Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lv lead and the associated rv lead were explanted. This lead had high thresholds and the rv lead showed noise which lead to inappropriate shocks. Should additional information be received, this file will be updated.